Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed the error code e102 , the nurse manager reported the "spare lamp" indicator was illuminated when the error code was displayed. The nurse manager reported the lamp was replaced last week and an olympus lamp was currently being used. The customer was informed when the main lamp failed the spare halogen lamp will turn on, to allow the user to remove the scope from the patient and not to use for the procedure. A reference guide was sent to the customer on how to replace the xenon lamp. The issue occurred during an unspecified diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.